Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the e360 ventilator had lost the alternate current (ac) power supply and shutdown. The internal battery did not work after losing power. It was also reported that the patient experienced a desaturation in the oxygen level and was transferred to an alternate ventilator. The oxygen saturation was re-established with no reported patient harm.